Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer, the cardiosave intra-aortic balloon pump (iabp) 's ECG cables were not working. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer ordered a new ECG cable. This is done through gforce offer. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿ECG cable¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had cables not working issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h2, h3, h6 investigation type, investigation findings.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: d9, h3, h6 (medical device code, type of investigation, health effect code.)

Event description:
N/a.